Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a non-implanted pump. It was reported that the surgical staff attempted to empty pump directly after it was passed. A staff member was able to pull out '10min' from the pump by using a great amount of effort. This staff member was very experienced emptying and refilling pumps and stated multiple times that she was not able to get the normal saline out of this pump. Surgeon in the room and stated he did not want to implant this pump because they were afraid, they would not be able to empty it during a medication refill, which would put patient at risk. The company rep witnessed staff members multiple attempts to empty the pump while using appropriate technique. No environmental/external/patient factors that may have led or contributed to the issue were reported. The issue resolved at the time of this report. No surgical intervention occurred or was planned. The patient's status was "alive-no injury" and their medical history/weight were asked but made unknown.

Manufacturer narrative:
H3: 8667-40 pump: destructive analysis identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.